Event description:
It was reported that during a photoselective vaporization of the prostate, after using 119580 joules and 1 minute and 51 seconds of fiber use, the fiber heated and then, it broke. The fiber was replaced. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization of the prostate, after using 119580 joules and 1 minute and 51 seconds of fiber use, the fiber heated and then, it broke. The procedure was completed using another fiber. There were no patient complications reported.